Event description:
It was reported that the implantable neurostimulator (ins) felt like it was moving around under the patient¿s skin and there was a ¿lump back there.¿ the patient just noticed the lump today. When the patient tried to increase stimulation, she saw the ¿upper limit reached¿ screen. The patient had tried different programs and settings to see what worked the best.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v278190, implanted: 2009-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).